Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome and spinal pain. The patient reported that they had a power on reset (por) message on their programmer. The patient¿s therapy had stopped. They stated that they were trying to turn on stimulation when the por appeared. It was noted that the por was not related to an over discharge event. The patient stated that they hadn't used their therapy for about a month and charged and tried to turn stimulation on. The por was reported to be informational. Patient services reviewed steps for clearing the por. The patient was able to successfully clear the por, and resume therapy. They confirmed that the therapy was adequate. The issue was resolved at the time of the report. No further complications were reported or anticipated.